Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Evaluation summary: we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Additional information: there were no difficulties encountered during the initial procedure. Patient returned to surgery on july 22nd (1 day postop). The reoperation was laparoscopic, surgeon placed clips to control the bleeding and 4 units of blood were transfused. During the initial procedure, the surgeon fired the device twice, one blue on the base and one white on the mesentery. Patient's preexisting conditions are unknown.

Event description:
It was reported that following a laparoscopic appendectomy, patient's hemoglobin dropped to three. Initial case done on 7/21. Patient returned to operating room on 7/22. Four units were transfused. Patient is now fine. The device was discarded.